Event description:
It was reported by service report that the head end cover was broken exposing sharp edges and the zoom was intermittent. There was pt involvement; however, no adverse consequences were reported.

Manufacturer narrative:
Results (other) - data cable, pcb box.